Event description:
Device issue: none. Adverse event: restenosis requiring intervention. Onset of adverse event: after the procedure. It was reported that in (B) (6) 2008, the patient was implanted with 5 xience v stents in the right coronary artery (rca); the size was not reported. Later coronary angiography (cag) was performed which revealed three in-stent restenosis (irs) in the right coronary artery (rca) and percutaneous coronary intervention (pci) was performed. A xience v 2.5 x 18 mm stent was advanced, but it failed to cross the ostial rca. Additional pre-dilatation was performed with a non-abbott 3.5 x 20 mm non-compliance balloon multiple times. The xience v 2.5 x 18 mm stent was again advanced, but it still could not cross the stenosis and during device removal the stent dislodged as it was pulled back into the guiding catheter. The dislodged stent was removed from the patient with the use of a snare device. The guiding catheter was reengaged and the procedure was continued with additional pre-dilation and xience v stents being deployed at the distal rca and at the mid rca. There was no reported adverse patient sequela. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. Restenosis is a known potential adverse event as listed in the xience v instructions for use (IFU) and no fault risk assessment matrix. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The other two unknown xience v stents are being reported under this same manufacturer report number. The xience v 2.5 x 18 mm stent is reported under MFR# 2024168-2010-00885.